Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6), 2015, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. After a trunk ipsilateral leg component was deployed, a delivery catheter of contralateral leg component (pxc141200j/13629850) was inserted. When the delivery catheter passed through the contralateral gate, some resistance was met and it could not advance proximally. The delivery catheter was pushed back and force twice to move up, but it was not successful. It was then decided to implant the pxc141200j, and while the delivery catheter was being retracted after the pxc141200j was deployed, the proximal portion including a leading olive was detached and remained on the guidewire. The detached portion of the delivery catheter was removed using a snare catheter, and the procedure was concluded. The stent grafts were implanted without issue and any further adverse event was not revealed to the patient. Reportedly, it seems that the physician torqued the delivery catheter twice while advancing it. Additionally, common iliac arteries are a bit tortuous in a very limited area, but there was not any specific anatomical abnormality that could cause the detachment of the delivery catheter.

Manufacturer narrative:
(B)(4): results of engineering evaluation.the device was returned with the leading end of the delivery catheter broken at the trailing olive. Twisting was seen at the broken end of the polyimide guidewire lumen. No damage was seen on the leading olive. The root cause for the broken leading end of the catheter could not be determined with the currently available information. Use outside the IFU likely contributed to the broken leading end of the catheter, specifically rotating the device.